Event description:
It was reported that the patient experienced a removal of an ams 700 inflatable penile prosthesis(ipp) device because the tubing from the pump to the reservoir broke just past the reinforced tubing portion and caused fluid loss. The ipp device was replaced with a spectra penile prosthesis(spp) device. The patient was reported to be doing well. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a removal of an ams 700 inflatable penile prosthesis(ipp) device because the tubing from the pump to the reservoir broke just past the reinforced tubing portion and caused fluid loss. The ipp device was replaced with a spectra penile prosthesis(spp) device. The patient was reported to be doing well. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well.